Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's tube extension had pad printing removed. The affected area measured roughly .470 x .140. It was concluded that the missing pad printing was likely due to mishandling/misuse. Failure analysis investigation also found that the instrument's tube extension was cracked at one of the keys that mates with the proximal clevis. As a result, the tube extension can be moved. There is no material missing. It was concluded that the crack in the tube extension was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, during inspection of the monopolar curved scissors (mcs) instrument it was noted that there was a tear in the orange coating on the mcs instrument.